Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message" was confirmed during the functional testing and archive data review. There was no device malfunction, it function as intended. The root cause for the reported complaint was due to user not following the step-by-step instructions for use. Per the autopulse user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. Upon visual inspection, unrelated to the reported complaint observed sticky clutch. Performed clutch plate deburring procedure to remedy the issue. The autopulse platform is a reusable device and was manufactured in 2007 and is 11 years old, well beyond the expected service life of five years. Therefore, this type of damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Unable to perform initial functional testing due to ua45 (not at "home" position after power-on/restart) error message displayed upon powering on. The encoder drive shaft was not within the acceptable range. The drive shaft was rotated to home position to clear the ua45 error message. The archive data review showed occurrence of multiple ua45 error message on the customer reported event date. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Following service, the autopulse platform passed the final testing without any error or fault. Historical complaints were reviewed for service information related to the reported complaint and there were two similar complaints reported for autopulse platform with sn (B)(4). (B)(4) was reported on 08/13/2013 and (B)(4) was reported on 12/20/2016 and the encoder drive shaft was not at home position in both the cases.

Event description:
During device check, the autopulse platform (sn (B)(4)) displayed ua45 (not at "home" position after power-on/restart) error message when the user installed a new lifeband. During the previous patient use, the autopulse platform performed compressions without any fault or error. No patient involvement.